Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the patient had forgotten to charge their ins, so their ins had "disconnected," and they could not charge their ins. The caller said they last charged friday and noticed on monday that they had felt an electric feeling. They confirmed they were not harmed, so they had some symptoms, not many, just that their hand was shaking a lot, and they would sometimes get tired. After further investigation, pss discovered the patient was using the patient programmer (pp) and did not know what the replacement pp batteries screen was. It seems that was indicating their ins battery was depleted. Pss reviewed the general use of the pp, and the caller put in new aaa batteries. The pp was functioning as intended, and the caller said they saw the therapy was off and their ins battery was at 50% and ok. The caller stated that on monday, when they had felt the electric feeling, they were using their patient programmer and were messing around with the remote while they were on the phone and had pressed all the buttons, so the patient and pss thought that probably had happened was the patient accidentally turned their therapy off. Pss helped the patient turn the therapy back on per request, and pss recommended that the patient reach out to their healthcare provider based on the medical decision. The caller confirmed that therapy was turned on. The caller stated they had felt the discomfort of stimulation being turned on that had subsided and confirmed their shaking had stopped. Pss had the caller use a wireless recharger (wr) to confirm that everything was working properly. The wr connected to the patient's ins and was functioning as intended, and pss recommended that the patient continue to charge their ins. The caller mentioned that about a year ago, the same thing had happened in which their battery had been depleted, and they called ps for assistance, in which they felt a heavy shock when their ins was turned back on (see (B)(4).